Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. Following pre-dilatation with a non-boston scientific balloon catheter, a 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the tip of the device hit the calcification in front of the lesion and was unable to cross. The device was attempted to insert again but it was still unable to cross the leioin. The device was removed and additional dilatation was performed. At that time, when the tip of the stent was checked, it was found that the part tip that hit the calcification was partially deformed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). The synergy xd mr ous 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted and pulled proximally. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. Follwing pre-dilatation with a non-boston scientific balloon catheter, a 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the tip of the device hit the calcification in front of the lesion and was unable to cross. The device was attempted to insert again but it was still unable to cross the leison. The device was removed and additional dilatation was performed. At that time, when the tip of the stent was checked, it was found that the part tip that hit the calcification was partially deformed. The procedure was completed with a different device. No patient complications were reported.